Event description:
Report received of a non-delivery of pitocin. It was reported that a nurse in the labor and delivery unit set up a pitocin drip on a pt in labor and left the room. The family called the nurse back to the room a "short time later" to report that no drips were seen in the drip chamber. The nurse reportedly repositioned the tubing and therapy was continued without further incident reported. It was not known how long the infusion was running and not delivering. The pump was never isolated and therefore will not be returned for testing. There was no reported adverse patient event. There was no further information available.